Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient reported never having therapeutic effect and wanted to get reprogrammed. More information was received on 2019-aug-19, patient reported that patient that they never got relief from the implant since it was initially implanted. The patient stated that they messed with it for 2.5 years and then removed the implant. The patient stated that they were unable to remove the lead as it had fused to the spine. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of medical products: patient, product ID 3889-28, lot# v272082, implanted: (B)(6)2009, product type: lead. If information is provided in the future, a supplemental report will be issued.